Event description:
It was reported that a venous closure of the right common femoral vein was attempted with two prostyle device using the pre-close technique via an 8f sheath hole prior to a left atrial appendage closure interventional procedure. The first prostyle device was deployed and pre-placed as intended. Reportedly, the second prostyle device suture was deployed and pre-placed. The lever was lowed and when attempting to remove the device, the foot plate was stuck open. The device was wiggled out and removed, and the suture remained pre-placed and intact. The foot plate was noted to be open when the device was removed. No vessel damage was noted. The sheath was upsized to a 16f, and the left atrial appendage procedure was completed. Hemostasis was achieved with the same pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D4- a partial UDI was provided as the lot number is not known.